Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device powered on but did not operate as it should. The lcd screen is cracked and unreadable. The lcd display needs to be replaced due to physical damage. Additionally, the back enclosure is cracked and the device logs cannot be obtained. No repairs were performed. The unit has been scrapped.